Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 64001, lot# n260391, implanted: (B)(6)2011, product type: adapter. Product ID: 3387s-40, lot# v082506, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Information was received from the patient that reported the implantable neurostimulator recharger (insr) was not charging the implantable neurostimulator (ins). They could recharge but it would never go above 50%. Troubleshooting included having the patient try and recharge the ins. The patient was able to communicate with the ins and had all 8 coupling boxes. The ins icon showed about 25%. No symptoms were reported. The patient was implanted for essential tremor and movement disorders. Further follow-up was being conducted to determine what were the circumstances that led to the inability to charge the implant beyond 50%, what steps were taken to resolve the issue, and had the inability to charge past 50% resolved. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they were still not able to get her ins battery to charge above 50%. They patient connected with her recharger and they had all 8 coupling boxes and it was at about 25%. They typically would charge for 1.5 hours. It was suggested that the patient charge for a longer period of time but the patient insisted that her equipment was the issue. It was further reported the deep brain stimulator (dbs) battery was not working properly. It was further reported the replacement part resolved the original issue.